Event description:
It was reported that the patient had received medical treatment from paramedics on (B)(6) 2023 for hypoglycemia. The patient's blood glucose levels reached 44 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include dizziness and hypoglycemia. The paramedics checked the patient¿s blood glucose levels during the event. The patient was treated with glucose syrup. The pod was removed by the paramedics. After the medical event the patient¿s doctor lowered the patient¿s basal setting by 1/10th of a unit.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.